Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and calcified posterior descending artery of right coronary artery (rca), av of rca. After dilatation was performed several times with a 2.0 unspecified balloon, a 2.25x28mm promus element¿ plus stent was advanced but failed to cross the lesion. The device was removed from the patient and it was noted that the stent was lifted. The patients status was good.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).